Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 210 mg/dl and 110 mg/dl. Customer stated that his hands were dirty with the first reading. He washed his hands and took the second readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips have been consumed. Replacement was sent.